Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast reduction surgery with implantation of a 200cc mentor memorygel breast implant prosthesis. Post-operatively, the patient stated that her breast implants were falling to the sides and underneath her armpits. Furthermore, there is bilateral rupturing of the implants. Sonogram and ultrasound imaging were conducted as well as a consultation with a medical professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left breast implant. Refer to manufacturing report number 1645337-2022-02822 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, device migration manufacturer¿s reference number: (B)(4).